Event description:
While closing the incision, the needle broke off in the patient. The remaining part was located and removed from pt. X-ray performed to ensure no remaining pieces. No injury or harm to pt.